Event description:
During a remote follow-up, episodes of noise were noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the noise on the rv lead resulted in oversensing.